Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used in an enteral feeding device placement procedure. After placement, the device locking tab was broken. Another corflo cubby low profile gastrostomy device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.